Event description:
It was reported that balloon rupture occurred. A 33/7/2/100 equalizer balloon was selected for use for an aortic endovascular aneurysm repair (evar) procedure with mild tortuosity. During the procedure, the balloon ruptured when slight pressure was applied with a syringe. The device was removed from the patient with no issues. A second 33/7/2/100 equalizer balloon was used, but the same issue occurred. The procedure was successfully completed with a third equalizer balloon. No patient complications were reported.

Manufacturer narrative:
Device returned and evaluated by manufacturer. During product analysis the returned balloon was inspected and it was found burst. Therefore, the reported complaint is confirmed. No more damage was found on the device.

Event description:
It was reported that balloon rupture occurred. A 33/7/2/100 equalizer balloon was selected for use for an aortic endovascular aneurysm repair (evar) procedure with mild tortuosity. During the procedure, the balloon ruptured when slight pressure was applied with a syringe. The device was removed from the patient with no issues. A second 33/7/2/100 equalizer balloon was used, but the same issue occurred. The procedure was successfully completed with a third equalizer balloon. No patient complications were reported.